Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion seal. The issue was discovered during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. There was no relevant service history. Visual inspection confirmed complaint of bubbled and delaminated downstream occlusion (dso) seal. The dso seal was replaced.